Event description:
Spontaneous.(B)(6) (pa specialist) reported order number (B)(4) delivered 8/8/2023 had a defective syringe/needle that was not connected correctly. Upon injecting into the vial, the medication leaked from the syringe and rendered the product unusable. Our psr for xiaflex on the call initially was handling the replacement procedure. Counseled her to let the staff know to initially tighten the syringe after opening just in case they come slightly loose from the manufacturer as that can happen but it could have been a defective device as well. Unknown if patient missed a dose or experienced an adverse event as a result of defective syringe. Unknown if defective syringe is available for return. No further information. Frequency/route: use with xiaflex after reconstitution with supplied diluent, inject 0.58mg into palpable dupuytren's cord up to 3 times at approx. 4 week intervals. Reported to cvs/caremark by: health professional.